Event description:
It was reported that an infection had caused a gap and an mrs was used to bridge the gap between the bones. Later, revision surgery was performed because the mrs rail segment had failed (just next to the junction of the two rail pieces) and the rail itself has sheared off. The patient was weight-bearing as tolerated. It was revised to a nail as the infection had cleared.

Manufacturer narrative:
It was reported that a revision surgery was performed because the mrs rail segment had failed (just next to the junction of the two rail pieces) and the rail itself has sheared off. The affected device, used in treatment, was not returned for evaluation. However, picture was provided which confirmed the stated failure. Smith and nephew has been unable to obtain device details. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A clinical evaluation noted no medical documents were received for investigation. It is unknown if the patient¿s weight-bearing activities and/or the construct itself could have been possible contributing factors to the reported event. The surgical technique does note: be sure the segments are properly lined up by preassembling the segments on a flat surface. The patient impact beyond the reported rail fracture and subsequent revision/conversion to a nail could not be determined; although, a revision was likely already anticipated prior to the rail fracture. Possible causes of rail fracture could include but are not limited to size of device, user/procedural variance or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.